Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician planned to replace the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing discomfort. Upon review, it was noted that the right ventricular (rv) lead minimum r-wave value had decreased over the previous few months and the pacing threshold had been increased slightly over time. The rv lead remains in use at this time. No further patient complications have been reported as a result of this event.